Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure and suture was used for closure. The patient had to return to surgery due to bleeding. When the patient was re-opened, the sutures were found free floating in the abdominal cavity. No further information was provided.